Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. All other electrical measurements were in range. No intervention was performed. No further information was available.

Event description:
New information states that programming changes were made and the issue was resolved. The patient was stable. However, the patient was mildly symptomatic to rv only pacing.

Event description:
New information states that the patient experienced malaise, lack of energy and shortness of breath.